Manufacturer narrative:
(B) (4). This report was filed by the MFR.

Event description:
The nurse noted leaking around the spike on platelets. She completed the infusion and no pt. Harm reported. They do no spike the second port with fluid. If product is returned for investigation, a follow up report will be sent.